Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system made a popping noise and shut off. There is no report of injury or death associated with the event described in this complaint.